Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded atrial tachy response (atr) episodes showing atrial pacing stimuli during atrial fibrillation (af). It then looks like the stimuli appears as a far-field signal on the right ventricular (rv) channel, however, they appear to fall into the refractory period. Further review and advise by technical services (ts) was requested. Ts discussed the atrial pacing seen during the atr episodes is the result of previous atrial fibrillation (af) signals falling in pvarp and normal atr fallback pacing occurring at the sensor driven rate. The far field rv signals are falling in the rv blank after atrial pace blanking period and are therefore not affecting timing cycles. The consideration could be made to leave the programming for atr as set as these signals are not affecting timing cycles. The crt-d remains in service. No adverse patient effects were reported.